Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they need to get an MRI of their back and originally had a device, however the manufacturer didn't have the proper stimulator for the patient so they had to go to a different company that had the extra ports for the stimulator. Pt states 1.5-2 years ago they removed the device. Patient said instead of removing the leads from the stimulator and making it a bigger surgery, they just left them in and used them but use a different battery and whatever from a other company which all worked out. Patient asked if they could have an MRI with the leads in there. Agent reviewed MRI guidelines and redirected to healthcare provider (hcp) to further address the issue. Agent provided technical supports contact number. Pt did not have the name of the hcp.